Event description:
It was reported that during surgery, the extension piece of the sentinel reamer fractured from the shaft. A drilling mandrel was used to complete the surgery. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6 h6: component code: mechanical (g04) - drill visual examination of the returned product identified the reamer head has disassembled from the flex shaft. The device exhibits no fracture damage. The diameter of the shaft is conforming to print specifications. Wear & tear is seen on the cutting edges that indicates repeated use. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.